Event description:
The customer reported that they turned on the mixing motor and the unit started to smoke and burn. Despite several attempts made by carefusion to obtain the sample and/or additional information, neither has been made available.

Manufacturer narrative:
(B)(4). A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. Based on the investigation results, a definitive root cause could not be identified for the reported condition as no sample has been returned for analysis. The mixer motor is supplied by an external vendor and is not altered by the carefusion facility prior to final assembly. To prevent future occurrences, this report was entered into the supplier corrective action notification tracking system per current local procedure. A notice was issued to the vendor of the mixer motor. All corrective and preventive actions (including manufacturing and quality plan improvements) were implemented subsequent to the manufacture of lot 0000574878. Although the reported condition could not be confirmed and the probable root cause could not be determined without a sample being provided, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions.